Event description:
Unable to do bravo placement because the machine's suction was not working. Physician stated that the suction never went above 40 and it needed to be at least 80 to place bravo capsule. Egd was completed without any other complications. Equipment sent to biomed for eval. Interim response: upon receiving the medwatch notification, medela customer service contacted (B) (6) biomedical engineer, (B) (6) and determined that the connector port on the pump was cracked. Replacement with the appropriate service part restored the pump to proper vacuum levels. The broken part was not trained and could not be returned to medela for analysis. The cause and timing of the damage is not known, although physical damage (impact) is suspected as a likely mechanism. We do not believe the port failed during the procedure based on the statements in the medwatch, but have no objective evidence on this to date. We have requested and are waiting on add'l info from the complaint originator (B) (6) regarding the situation, including an outline of standard practices regarding pre-testing and any add'l info on the specific unit and timing of the failure. The root cause of this issue is mechanical failure of the vacuum connector port, coupled with potential failure to test the device prior to the procedure. Currently, we are initiating two responses: the current instructions for use do not contain a specific recommendation to test the devices prior to each use, and are being updated to include this check. While this will not prevent failures from happening, this simple process will prevent interrupting a procedure. (Note that our preliminary info indicates that the hosp's internal protocol may already require a performance check before beginning any procedure. It is not clear whether this occurred; we are waiting updated info from (B) (6) regarding this). Evaluating options with the MFR of this device (medela ag) for engineering improvements to the port. The final decision will be based on feasibility and overall need. An update will be forwarded as we get more info.